Manufacturer narrative:
One level 1 hotline low flow system was returned for analysis. Analysis revealed that there was wear and tears on front cover and enclosure and a cracked water tank cover. The device contains old style printed circuit board and drain fitting. The reported issue of a low temperature alarm and a low fill alarm was confirmed. The issue is due to the old and faulty printed circuit board.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer has a "temp alarm and an intermittent low fill alarm". No adverse effects were reported.